Event description:
An impella cp device was inserted via the right femoral artery in a 69-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Following removal of the peel-away sheath and insertion of a repositioning sheath, bleeding was observed at the femoral access site. The patient had received thrombolytic therapy and angiomax, and the activated clotting time (act) was documented to be greater than 400 at the time of the event. Prolonged manual pressure was applied for approximately three hours, after which hemostasis was achieved and the bleeding resolved. The patient subsequently expired. The reported event involves a major bleeding complication requiring medication, which is a known risk associated with large-bore femoral arterial access in the setting of systemic anticoagulation and thrombolytic therapy, as described in the instructions for use. The death is conservatively being reported on the impella cp because the device was in use at the time; however, the device is unlikely to have contributed to the patient¿s death, which is more consistent with the severity of the underlying ami/cgs and associated critical illness.

Manufacturer narrative:
A4 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The impacted product has been updated from the introducer to the pump. Sections d and g have been updated.